Manufacturer narrative:
Chronic infection was developed after this procedure, with irrigation and débridement later performed. Primary operative notes and subsequent procedure notes were reviewed with no significant issues noted. First stage revision notes state cultures have grown coagulase-negative staph. Cloudy fluid was found within the knee. The patella button was found to be overgrown with bone; the lateral aspect was noted as very worn as if this area had been overloaded to subluxing, and it was easily removed. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Eval codes, the device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to spec.

Event description:
It is reported that the pt had a 2 stage revision due to infection, significant patella button wear, and overgrowth of the patella. The first stage was completed on (B)(6) 2013, the second stage on (B)(6) 2013.